Event description:
A consumer reported that the power flosser 3000 charging system caught fire. No injury or property damage was reported.

Manufacturer narrative:
Date of event: the event date is approximate. Date rec'd by MFR: the complaint was received from a consumer in korea. Device manufacture date: manufacture date not provided or identifiable. Product was not returned to confirm a malfunction has occurred. Product not returned to manufacturer.

Event description:
Product was returned for investigation. Per failure analysis the reported issue was confirmed that the device malfunctioned. The cause of the customers complaint is a melted usb-c charge port.

Manufacturer narrative:
Analysis results: the cause of the customers complaint is a melted usb-c charge port.

Manufacturer narrative:
D4: model number and serial number- additional information. H4: manufacture date- additional information.